Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited pacing anomalies during an interrogation performed approximately one week after system implantation. Further evaluation identified loss of capture (loc) and confirmed that the rv lead had dislodged. As a result, a lead revision procedure was performed. This rv lead remains in service. No additional adverse patient effects were reported.